Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma, capsular contracture baker grade iii.

Event description:
Physician reported left side pain and hardening of the breast due capsular contracture baker grade iii, implant rotation, spherization, presence of a radial fold, small sparse cysts, and minimal amount of perimplant fluid. Device remains implanted.